Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Strut 4-7 from the proximal end of the stent were damaged. Struts 3-5 from the distal end of the stent were damage. The outer diameter of the undamaged section was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the 90 degrees tortuous and hardly calcified proximal right coronary artery. A 3.00 x 16 synergy¿ stent was advanced but failed to cross the lesion. After multiple attempts for a few minutes, the device still failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the 90 degrees tortuous and hardly calcified proximal right coronary artery. A 3.00 x 16 synergy stent was advanced but failed to cross the lesion. After multiple attempts for a few minutes, the device still failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.